Manufacturer narrative:
The glidescope gvm monitor was returned to verathon for evaluation. A technical service representative connected the returned video monitor to a test baton. The video monitor was powered on, the image displayed was clear and distinct. The technical service representative left the video monitor powered on for one (1) hour with no change to the video noted. The video monitor was tested, certified and then returned to the customer. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the video monitor screen was going blank. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.